Event description:
It was reported that the shock lead impedance (sli) of the right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d) system failed a commanded shock test in clinic with measurements greater than 200 ohms on two lead vectors. Technical services (ts) analyzed presenting electrogram (egm), and recommended reprogramming to right ventricular (rv) lead and a defibrillation threshold (dft) test. No adverse patient effects were reported. Currently, this crt-d system remains in service.